Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing that was noted via merlin.net transmission. The patient was brought into the clinic and the programming changes were made. No patient consequences was reported.